Event description:
It was reported that the patient with this insertable cardiac monitor (icm) experienced an allergic reaction to the icm. The icm was explanted. No new device was explanted. No additional adverse patient effects were reported.